Manufacturer narrative:
The facility reported a small amount of residue noticed in the patient's eye. They reported that there was no impact to the patient and surgery was completed as planned. The evaluation of unused devices did not detect any residue or debris on the blades.

Event description:
The facility reported that the ophthalmic knives were leaving debris in the eye.